Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l45806, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Additional information received reported that the term ¿obstruction¿ was removed from the report. It was further reported that there was a catheter related complication.

Event description:
It was reported that either there were ¿possible¿ small fractures in the 16 year old catheter, or that the catheter was partially blocked. It was noted this was diagnosed through device interrogation. There were no interventions taken at this time. It was said there will be an x-ray prior to the eri pump replacement in nine months. If needed, the catheter would also be replaced at that time. The family planned a tentative replacement for (B)(6) 2013. The patient had a ¿mild¿, bilateral increase in tone. The event was said to have been ongoing. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l45806, implanted: (B)(6) 1997, explanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
Additional information was received. It was reported that, on (B)(6), a CT scan was performed without contrast and it was seen that the subcutaneously tunneled catheter entered the thecal sac at the l4-5 interspinous space and continued along the posterior aspect of the thecal sac to the upper most image. Five days later, a surgical observation was performed and it was seen that there had been a significant amount of compression on the catheter as well as potential for catheter obstruction. It was indicated that the event resolved without sequela two days after the surgical observation.